Event description:
It was reported that during an infusion set change and tubing fill, insulin leaked at the connection between the luer lock and the infusion set, and insulin entered the pump¿s cartridge chamber; the user noted difficulty tightening the connection and subsequently replaced all supplies and resumed insulin delivery. Symptoms included a low blood glucose of 69 mg/dl. The outcome was no health consequences or impact, with the patient continuing therapy after supply replacement. Investigation included user interview, troubleshooting, and education regarding proper connection technique and safe cleaning of the cartridge chamber area with a lint free cloth. Investigation of this case revealed a connection integrity issue at the luer lock to infusion set interface and evidence of fluid ingress limited to the cartridge compartment, with the device housing remaining watertight. It was concluded that the event was consistent with a leaking external connection, and user re-education and supply replacement resolved the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.